Event description:
On 06/26/1998, the facility's or buyer informed the MFR's sales rep of the following: 1.) The product requisitioned (p12305) was not the product delivered (p12355). 2.) The label on the product delivered states contents to include an introducer kit; however, the model number (p12355) does not have an introducer kit. 3.) The kit, despite the label, did not include a percutaneous introducer kit. No further details were provided at this time.